Event description:
Customer reported there was an error on console from fault in handpiece or handpiece overheat warning. Device was returned for service. During service, technician indicated the flex and motor were defective and the hose worn. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, damaged bearings were found due to normal wear.